Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus basal delivery and motor position encoder error alarm confirmed in the history file. Unable to perform excessive no delivery test and occlusion test due to motor anomaly. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No compromised force sensor alarms or motion sensor test failure alarms noted. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, as well as a motion sensor test failure alarm. Customer's blood glucose level at the time 355 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.